Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of leakage at site of with an infusion set. Blood glucose level was 209 mg/dl at the time of event. Patient used insuline pump system within 48 hours of reported high blood glucose level. Infusion set was used for 2 days. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6).

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to manufacturer was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.